Event description:
It was reported that during a rotator cuff repair to the right shoulder, the needle tip broke in the patients cuff on the fifth pass. The remainder of the needle passed up through the cuff, but the tip did not. An x-ray was taken to locate the broken tip, but the surgeon was unable to retrieve it arthroscopically. A small unplanned incision was made in an attempt to retrieve the device fragment. The tip remains in the patient. Follow-up with the reporter provided information that the patient is currently doing well with no issues. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation. The complainant's event was confirmed; the tip of the needle was broken off / missing. Function test could not be performed due to the device damage. The exact cause of the event could not be determined from the information available and from device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement has been placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous / calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter.